Event description:
It was reported that during preparation of this device the pump of this inflatable penile prosthesis (ipp) was not pumping or inflating properly. The pump sides were sticking together while attempting to inflate. Once the device was partially inflated, the device would not deflate. The device was not used, and the procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that during preparation of this device the pump of this inflatable penile prosthesis (ipp) was not pumping or inflating properly. The pump sides were sticking together while attempting to inflate. Once the device was partially inflated, the device would not deflate. The device was not used, and the procedure was completed with a different device. There were no patient complications reported.